Manufacturer narrative:
The patient underwent mesh implantation due to rectocele, cystocele, pelvic organ prolapse, and stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems and dyspareunia. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and elevate were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stage 3 cystocele, stage 3 rectocele and stage 2 entrocele. The patient underwent anterior/posterior repair with mesh augmentation, vaginal sling, sacrospinous volt suspension and inteprolite x 2 on (B)(6) 2010.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.